Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup. Viscoelastic is observed on the lens. One haptic is broken-gusset area. The optic cut into two pieces typical of removal. The power and resolution could not be verified due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported issue could not be determined. The lens was returned in pieces. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Corrected information provided in h.10. Additional information provided in a.2., a.3., d.10., h.3., h.6. And h.10. There are two medical device reports associated with this patient. The other report was filed under MFR. Report #1119421-2019-01947. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unsatisfied with their intermediate vision and could not see well enough with the lens. The iol was exchanged during a secondary procedure four months following the initial lens implantation. Additional information has been requested.